Manufacturer narrative:
The insulin pump passed displacement test and rewind basic occlusion test. No noise anomaly noted. The device had minor scratches on lcd window and case and cracked battery tube threads.

Event description:
It was reported the customer's insulin pump was making a rattling noise during the rewind process. The customer stated their insulin pump was set on vibrate mode. Customer also reported scratches around and on their insulin pump's screen. Customer's blood glucose was 120 mg/dl. Troubleshooting found the customer's insulin pump passed the self test and displacement test. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)